Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. Customer's blood glucose level was 450 mg/dl. The customer administered boluses from the pump. As the alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.